Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for spinal pain. The patient reported implantable neurostimulator (ins) pocket concerns. They stated that the physician repositioned their implantable neurostimulator (ins) on (B)(6) 2018 and moved it up above their belt so they wouldn¿t be irritated. Since then, the patient indicated that they are having trouble with charging and have to charge more often. The patient stated that they get disgusted and depressed with charging the implant. They mentioned that their ins is dead, and they are not getting coupling bars. They tried to charge the ins all day, but there was nothing on the screen. Troubleshooting was done at the time of the report. The patient repositioned the antenna over the ins and turned the antenna dial through all 4 positions. The issue was resolved, and the patient was able to get 6-8 coupling bars. The patient then stated that the ins battery icon showed fully charged an hour ago when they were charging the implant, and when they pressed the therapy on icon, nothing happened. Patient services confirmed that the ins is ¼ charged, the recharger is 100% charged, and the patient is getting 5-6 coupling bars after repositioning the antenna. The patient was re-directed to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2018-sept-14 reporting that the patient was seen on (B)(6) 2018 and was instructed to call a representative to address why the scs was not charging. The patient had not contacted the office for a follow-up. Per the hcp, they talked with the patient who had met with a manufacturer representative on (B)(6) 2018 and they were not sure what was going on. No further complications were reported.